Manufacturer narrative:
The company service rep examined the system. It was found to operate within company specs. With no samples returned for further eval at the company, the root cause of the reported "no irrigation and phaco" is still unk and cannot be determined at this time. A review of service requests for the last 24 months did not indicate any add'l related reports for this system. Complaints will continue to be monitored for adverse trends and further actions taken, as appropriate. (B)(4).

Event description:
An ophthalmic assistant reported that the system would not irrigate and would not perform phacoemulsification. The tubing was exchanged and the system was rebooted. The surgeon was able to complete the procedure with no pt harm.